Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center was unable to save the ultrasound/endoscopic image. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer verified that the cables were connected correctly. The customer adjusted the settings: peripheral 2, user settings. Images were then able to be saved and the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.